Manufacturer narrative:
D10 concomitant product: egiaustnd, egiaustnd endogia ultra univ std stap, (lot # p6d0821) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intra-operatively of an appendectomy, after firing the device locked on tissue and could not be removed. The knife could not be pulled back and the reload would not open. When the device was pulled with force, the reload detached from the handle and fell into the cavity. The tissue had to be resected and re-stapled to release the tissue from the reload, then a small opening of 4cm had to be done to remove the reload from the cavity.